Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery before and after changing the infusion set. The customer's blood glucose reading was 258 mg/dl at the time of incident but was hospitalized with blood glucose of above 600 mg/dl and diabetic ketoacidosis. Troubleshooting advised the customer to remove reservoir and disconnect the set and rewind the pump. The customer indicated that the insulin pump is functioning normally. The customer declined to troubleshoot their high blood glucose.